Event description:
Patient underwent implantation of sientra round based anatomical textured gel implants bilaterally in 2013. (Implants were changed from previous saline implants to silicone gel) initial mild enlargement of lymph nodes noted in 2015 on thoracic CT. With onset of increased bronchial infections. Beginning in late 2017, symptoms of dry mouth and chronic bronchial infections began. Approximately (B)(6) 2017, began experiencing chronic fatigue and weight loss with increasing platelet count. (B)(6) 2018 thoratec pet scan showed multiple prominent and enlarged bilateral anterior mediastinal and bilateral mammary lymph with mild fdg uptake. In (B)(6) 2018 flexible bronchoscopy / video assisted mediastinal biopsy performed. Results of biopsy showed silicone granulomas present in all 7 lymph node removed but no lymphoma present at time of biopsy. Subsequent breast MRI showed no evidence of implant ¿bleed¿ bilaterally with small amount of high density material extending adjacent to the superolateral aspect of the left breast implant and anterior superior aspect of the right breast implant. (B)(6) 2018 diagnosed with sjogrens disease based on positive avise test report ordered by rheumatologist. Currently pending 2nd opinion regarding urgency of removal of implants.